Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported that the pen needles clog and bend when inserted into the injection site and during the insertion of the patient end of the needle the insulin leaked out of the site.   Date of event : (B)(6) 2021.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-17. Investigation summary: customer returned (9) 32gx4mm bd pen needles from lot# 0266165 (1 unopened and 8 opened). The customer reported that the pen needles clog and bend when inserted into the injection site, and during the insertion of the patient end of the needle the insulin leaded out of the site. All 9 returned pen needles were examined, and it was observed that 1 out of the 8 pen needles returned open exhibited a bent non-patient (npe) cannula (see investigation child 3009416); due to the condition of the npe cannula on this sample it could not be tested for flow. The other 8 pen needles were tested for flow using a test pen injector: all 8 were able to expel properly, and no leakage was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (npe cannula bent). Bd was not able to duplicate or confirm the customer¿s indicated failure (clog, leakage). The cause for the npe cannula bent issue is user related. The user bent the npe cannula after handling the pen needles.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter: the consumer reported that the pen needles clog and bend when inserted into the injection site and during the insertion of the patient end of the needle the insulin leaked out of the site.   Date of event : (B)(6) 2021.